Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, device migration. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced left-sided rupture and grade iii capsular contracture and right sided breast pain and device migration postoperatively. The patient was experiencing right-sided breast pain for about a month. As a result, MRI was performed on (B)(6) 2021, and the result indicated the left-sided rupture. In addition, the patient's surgeon stated that the patient was experiencing right-sided device migration. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504004bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2021. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.